Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision recommended. Asr xl acetabular system (right); reason(s) for revision: component loosening - acetabular cup. Update: reason for revision and revision date from (B)(6), received (B)(6) 2012. Nb. Unable to determine which part of device became loose, additional product codes comprising xl system are also unavailable. Update: amended original surgery date and added products. Received: (B)(6) 2012. This is a bi-lateral patient, awaiting further details from (B)(6) regarding products. Right primary performed: (B)(6) 2006. Right revision surgery: (B)(6) 2011. Acetabular component loosening left primary performed: (B)(6) 2006. Left revision surgery performed: (B)(6) 2012. Reason to be confirmed update: added reason for revision for left side. Received: (B)(6) 2012. Reason(s) for revision for left side: pain. Update: (B)(6) 2014 (left) - crawfords alert received. Added alval / soft tissue reaction to reason(s) for revision. Updated doi to (B)(6) 2007 and dor to (B)(6) 2012.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.